Event description:
During a primary press fit knee surgery, when the nurse opened insert in the sterile field and handed to the surgeon, surgeon noted that the guide wire seemed to be off. Surgeon attempted implantation of the insert but implant would only seat half way. The surgeon carefully removed partially implanted insert, a process that took approximately 10 minutes to complete, and another implant of the same size was readily available to complete the case.

Manufacturer narrative:
An event regarding a seating/locking issue involving a triathlon insert was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection of the returned component indicates that the types of damage observed on the insert are indicative of an obstruction on the posterior aspect of the insert which may have been the reason that the user failed to position the insert correctly on the baseplate. Medical records received and evaluation: not performed as no medical records were provided. Device history review: DHR review for the reported lot was satisfactory. Complaint history review: chr review for the reported lot confirmed that there are no other similar events reported. Conclusions: based on the visual inspection of the returned component, it appears that an obstruction on the posterior aspect of the insert may have been the reason that the user failed to position the insert correctly on the baseplate. No further investigation for this event is required at this time.

Event description:
During a primary press fit knee surgery, when the nurse opened insert in the sterile field and handed to the surgeon, surgeon noted that the guide wire seemed to be off. Surgeon attempted implantation of the insert but implant would only seat half way. The surgeon carefully removed partially implanted insert, a process that took approximately 10 minutes to complete, and another implant of the same size was readily available to complete the case.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.